Event description:
Doctor tested the balloon in the usual fashion before inserting it into the patient. It appeared to inflate uniformly. After placement and ventricularization, the catheter failed to provide a seal for the cardioplegia. Tee confirmed that the catheter was deep enough in the coronary sinus; however, it was unable to be used for cardioplegia delivery. After the catheter was removed at the end of the case, the balloon was retested, and it inflated like a tear-drop off to one side. This conformation will not provide a seal.

Manufacturer narrative:
Product evaluation as performed on (B) (6)2010: visual and functional tests were performed. The balloon was inflated with 4cc of air. The inflated balloon was compared to the specification. Visually the balloon eccentricity is acceptable. Visually the balloon is slightly misshapen which typically is seen with devices that have been placed in the heart. The balloon will take a set (shape) to the area of the heart where it was placed. Visually there is a subtle kink approx. Half way down the shaft; however, this does not affect the way the device functions. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for this lot number. No non-conformances or capas were opened in relations to the nature of the complaint and the devices met all of these specifications upon release of the product.